Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that a compression forceps with a broken leaf spring during surgery.

Manufacturer narrative:
Additional narrative: the initial complaint was reviewed and found not reportable. Not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A pd evaluation was performed. The investigation of the complaint articles has shown that :drawing 03_211_400, rev. D for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. The returned device shows light use during its 3.75 year lifespan. The forceps have minimal scratches and the distal compression tips are in excellent condition. The leaf spring is fractured at the connecting screw. The fractured ends show signs of corrosion. The returned instrument(s) are used during forefoot/midfoot variable angle lcp implantations and proper use and maintenance are addressed in technique guides j9980-b. It appears that the spring broke due to a corrosion tension crack. The broken surfaces are homogenous what indicates material conformity as well. We cannot exactly determine the reason for these breakages, but this complaint condition might have been caused by continuous tension (which these leaf springs are subjected to), instrument age, or method of use, rather than the design of the instrument. This complaint condition is possibly a result of a corrosion tension crack (due to continuous tension in the spring coupled with corrosion), instrument age, or method of use, and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a compression forceps with a broken leaf spring was discovered while prepping for surgery. There was no patient involvement. This is report 1 of 1 for (B)(4).